Event description:
It was reported that the balloon ruptured during use. No patient complications were reported.

Manufacturer narrative:
We received one 096f6 swan-ganz catheter for examination. The balloon was found ruptured with balloon latex inverted to the distal side. After pulling the balloon back to the proximal side, both edges of the latex did not match up, indicating missing latex. All other through lumens were patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found on the catheter. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.